Event description:
A customter, who just got out of hospital, reported glucose levels being low on an ot meter and in the hospital they were 732mg/dl. Customer was hospitalized for 5 days. Customer reported feeling dizzy and shaky. Customer had blood glucose readings of 65, 45, and 35 on the ot meter. Customer borrowed another meter to use. No further information has been reported. No information available on whether hospitalization was related to ot meter use or not. Unable to contact customer to obtain more information.